Event description:
The customer reported that the 840 ventilator was inoperative. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Covidien advised the customer to perform ground isolation test and resetting the cables. Covidien was not authorized to service the device.